Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and fever. The pt was doing manual exchanges at the time of the event. In the same month, the pt was hospitalized for 1-2 days. On an unreported date, the pt was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. In the same month as the event, the pt recovered from peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the pt experienced peritonitis in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.